Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with an elevated blood glucose (bg) level of 182mg/dl. Customer changed out the set/ site, and delivered 5 units food bolus, however two hours later her bg level was at 382mg/dl. No issues were found during system check/ troubleshooting, except some redness from the previous site. Tandem's technical support advised that the customer treat elevated blood glucose (bg) levels using their normal protocol. Customer treated elevated bg levels with a correction bolus. Recommendation was made that the customer consult with a healthcare provider to determine what might be affecting their bg levels.